Event description:
It was reported that during a total joint procedure, the blade broke at the mount. It was also reported that the broken piece was retrieved and there were no adverse consequences as a result of this event. It was further reported that there was a few minutes delay to obtain a replacement blade and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for evaluation. It was visually confirmed that one tab was broken from the mount of the blade. The returned part was measured where possible and all critical specifications were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi factorial. The handpiece associated with the MDR is as follows: part number: 4208000000, serial number: (B)(4). There were 2 possible lot numbers associated with the blade, the second log number is (B)(4) (expiry 04/1/2017).